Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal with concentration 500 mcg at a dose rate of 75 mcg via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that a catheter study was attempted, and the catheter didn't aspirate. Regarding environmental/external/patient factors that may have led or contributed to the issue, it as noted that the patient kept falling. The complete catheter was explanted and replaced. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2021. The healthcare provider had discarded the catheter. The patient's weight and medical history were noted as having been requested but were unknown or would not be made available.